Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with blown fuses was confirmed during product evaluation. The root cause of the reported problem was determined to be defective power supply. Appropriate action was taken to correct the reported problem by replacing the power supply.

Event description:
This is a report of a colleague infusion pump with blowing fuses, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).